Event description:
It was reported that pump experienced malfunction alarm with code malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, and successfully cleared malfunction, and customer was advised to continue using pump and to call back if malfunction recurred, which had not happened after reset.